Event description:
It was reported a bladder neck suspension procedure was performed april 1997. The patient returned approximately four months post procedure with vaginal discomfort. The patient underwent removal of one of the anchors. The patient remains continent. Follow up indicated the physician was never inserviced on this procedure and it is believed inappropriate placement of the anchors may have contributed to this event.